Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the target lesion. However, during preparation, when the device was removed form the hoop, it was noticed that the stent had detached from the balloon and couple of stent struts were hanging on the red tip of the balloon. The procedure was completed with another synergy stent. No patient complications were reported.